Event description:
Healthcare professional reported left-side rupture per MRI. The device has been explanted.

Manufacturer narrative:
Health effect-f2203-imaging required a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on the posterior side assessed as surgical impact opening (shell thickness within specification) and broken device on anterior side assessed as surgical damage, both patterns along the same edge. Missing shell assessed as inconclusive. Additional observations: creases are observed. Wear abrasion is observed. Brown particles were observed on the shell. Stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left-side rupture per MRI. The device has been explanted.